Manufacturer narrative:
Manufacturing site eval: samples rec'd: 5 unopened and 4 opened pouches. There are previous complaints of this code batch. There are no units in our stock. We have rec'd five closed samples and four open samples with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples rec'd has been performed and the units are tight. Needle attachment of the closed samples rec'd was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: justified. Corrective/preventive actions: this complaint will be in the analysis of trending, and corrective action will be opened if applies.

Event description:
Country of complaint: (b)6). Needle detached.